Event description:
Complainant alleged that during a routine shift check by a clinician the device defib output was incorrect with 5 joules selected, the device discharged at 30 joules. Complainant indicated that there was no patient involvement in the reported malfunction.